Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 93% stenosis, heavy calcification and heavy tortuosity. The vessel diameter was 5mm and was prepared with a 5.0x100mm balloon with 10 rated pressure that lasted 3 minutes. The 5.0x120mm supera self-expanding stent system (sess) was not fully deployed as the physician forgot to open the release lock after releasing the stent also withdrawing the stent from the anatomy during removal under fluoroscopy. There was no problem with the deployment mechanism. Another supera stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 5.0x120mm supera self-expanding stent system (sess) was not fully deployed as the physician forgot to open the release lock after releasing the stent also withdrawing the stent from the anatomy during removal under fluoroscopy. It should be noted that the supera peripheral stent system instructions for use (IFU), states: under fluoroscopy, continuously and slowly retract and advance the thumb slide multiple times. Repeat until the thumb slide no longer deploys the stent. While maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the most distal position of the handle. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as it is likely that failure to open the release lock/rotate the deployment lock to the unlocked position and advance the thumb slide to the most distal position of the handle resulted in not fully deploying the stent; thus, during device removal inadvertently withdrew the stent from the anatomy. Interaction/manipulation of the compromised device resulted in the noted smashed/bent stent implant. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.